Manufacturer narrative:
Information not provided during initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, while using the lcsc5, the device gave a solid tone and the blade stopped working, when device pulled out of patient and tip fell off. There is no further information avaliable and there was no patient consequence.